Manufacturer narrative:
Monitor and electrode belt were returned to the distributor for evaluation. Device evaluation of the monitor has not yet been completed. Device evaluation of electrode belt has been completed by the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatment.

Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient reports at around 3am, the lifevest was alarming. The patient was pressing the response buttons but wasn't feeling well and kept going back to sleep then was treated. After the patient was treated by the lifevest the patient went back to sleep. The monitor was prompting ¿treatment delivered, call doctor¿ and patient confirmed blue gel had been released. The patient confirms dropping the monitor a couple of times and it had hit the floor. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient went to the hospital emergency room on the following day. The reason for the ER visit was not disclosed. It was reported by an emergency room nurse that the patient is not in a stable state at the moment and is being taken by helicopter to a different hospital. The patient is no longer using the lifevest. The download data, from the days surrounding the event (B)(6) 2022 through (B)(6) 2022 shows a gel release occurred on (B)(6) 2022 at 3:22:48 am and a treatment shock was delivered on (B)(6) 2022 at 3:31:23 am. ECG data is not available.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse below lower limit) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle's positive pulse pin was thermally damaged. The root cause for the damaged pin was unable to be positively identified. No adverse event resulted from the damaged monitor. Monitor and electrode belt were returned to the distributor for evaluation. Device evaluation of the monitor has not yet been completed. Device evaluation of electrode belt has been completed by the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatment.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit. Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient reports at around 3am, the lifevest was alarming. The patient was pressing the response buttons but wasn't feeling well and kept going back to sleep then was treated. After the patient was treated by the lifevest the patient went back to sleep. The monitor was prompting ¿treatment delivered, call doctor¿ and patient confirmed blue gel had been released. The patient confirms dropping the monitor a couple of times and it had hit the floor. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient went to the hospital emergency room on the following day. The reason for the ER visit was not disclosed. It was reported by an emergency room nurse that the patient is not in a stable state at the moment and is being taken by helicopter to a different hospital. The patient is no longer using the lifevest. The download data, from the days surrounding the event 12/6/2022 through 12/10/2022 shows a gel release occurred on (B)(6) 2022 at 3:22:48 am and a treatment shock was delivered on (B)(6) 2022 at 3:31:23 am. ECG data is not available.